Event description:
Fire dept personnel responded to a pt reportedly in cardiac arrest at a convalescent home. The pt was connected to the device and allegedly the device continuously displayed a check electrodes message. The operator checked electrode/patient connections and could not discern a reason for the message. The electrodes were replaced and power to the device was cycled with no effect. The pt was not resuscitated.